Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed on the device. However, a review of media provided by the customer showed evidence of a twist and entanglement.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, severe resistance was felt when about 3/4 of the device was removed from the guide catheter. When removal was continued, twisting was confirmed, and the transducer was rotating during removal. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, severe resistance was felt when about 3/4 of the device was removed from the guide catheter. When removal was continued, twisting was confirmed, and the transducer was rotating during removal. The procedure was completed with another of the same device. No patient complications were reported.